Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with lumbar ddd with stenosis for tlif titan tt technique spinal therapy. It was reported that inserter was impacted with a mallet and the articulating tip broken at the distal joint. The distal portion remained threaded to the implant but was removed without incident. There was no patient symptoms or complications as a result of this event.